Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: femoral component, p/n: 00599601652, l/n: 63617932; stemmed nonaugmentable tibial component, p/n: 00598605701, l/n: 63639772; articular surface, p/n: 00596405110, l/n: 62794320; all poly patella, p/n: 00597206538, l/n: 63659492. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00044-1, 0002648920-2019-00156-1.

Event description:
It was reported a patient is experiencing loosening, locking up and drop foot approximately one year post-implantation. Attempts have been made and no additional information is available.